Manufacturer narrative:
(B)(4). The display colour service assembly, left and right user interface module standoff, and colour lcd guide have been replaced to correct this condition. Functional tests were performed.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. Evaluation summary: the device was evaluated, however the sample receipt date has not yet been indicated. The reported condition of a colleague infusion pump with a malfunction of "lcd image distorted" was confirmed by baxter personnel during product evaluation. Service assigned the root cause to "lcd readability is illegible." Repairs and functional testing will be completed at a future date. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "lcd image distorted." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.